Event description:
A report was received that the patient was having difficulty charging her ipg. A bsn sales representative attempted to troubleshoot with the patient but the issue was not resolved. The physician has recommended an ipg replacement.

Event description:
A report was received that the patient was having difficulty charging her ipg. A bsn sales representative attempted to troubleshoot with the patient but the issue was not resolved. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement at this time. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.